Event description:
Stryker representative reported that when the surgeon malleted an aero-c cage 5mm interbody device, 12dx14w parallel into the disc space, the blades were outside of the implant and the implant bent. Surgery was completed with a two hour delay.

Manufacturer narrative:
Visual inspection: it can be seen that the anchors and the cage are damaged. It was noted that the locking tab of one of the anchors is deformed- the locking tab is bent and angled outwards. The posterior end of the anchor is also deformed. The second returned anchor does not show the same deformations- the locking tab is not bent and angled outwards. The main body of the cage exhibits cracks along its mid line. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per the surgical technique:the anchor is locked in the cage when the low-profile anchor tamp is fully seated with the proximal end of the low-profile implant inserter handle. The depth stops on the low-profile anchor tamp will contact the low-profile implant inserter when the anchor is fully inserted providing both tactile and audible feedback. Release the implants from the low-profile implant inserter by unthreading the thumb screw by rotating counterclockwise. Visually confirm and use lateral fluoroscopic images to verify that the anchors are flush with the jacket. The locking tab should be slightly bent outwards; this is what causes the anchor to lock. One of the anchors is not bent outwards which indicates that if the anchor was fully inserted, it would not have been locked. Based on the returned devices, it appears that there was some manipulation during insertion causing the jacket to deform and the peek body to fracture. If the channels on the jacket are not aligned with the body, this could have caused the anchors to not be fully inserted and then may have deformed as the surgeon continued to impact.

Manufacturer narrative:
Corrected data: b.1.- updated from 'product problem' to 'adverse event and product problem.' B.2.- updated to reflect 'other serious.' B.5.- updated to reflect reported delay. H.1.- updated to reflect serious injury.

Event description:
Stryker representative reported that when the surgeon malleted an aero-c cage 5mm interbody device, 12dx14w parallel into the disc space, the blades were outside of the implant and the implant bent. Surgery was completed with a two hour delay.

Event description:
Stryker representative reported that when surgeon malleted an aero-c cage 5mm interbody device, 12dx14w parallel into the disc space, the blades were outside of the implant and the implant bent. Surgery was completed with an unknown delay. No adverse consequences or medical intervention were reported.